Manufacturer narrative:
The insulin pump passed all operating currents tested within the specific range and passed off no power test. The insulin pump was monitored and tested with no blank display. The insulin pump passed the displacement, rewind, basic occlusion, priming, excessive no delivery and occlusion tests. The insulin pump was received with broken battery tube thread, broken battery cap, cracked reservoir tube lip and cracked case near the display window corners.

Event description:
Customer reported via phone call blank display and damage on the insulin pump. Customer's blood glucose level was 493 mg/dl. Troubleshooting for blank display was performed. Customer advised the plastic around the battery cap broke off. Customer advised a piece of the plastic on the battery compartment was missing. Customer advised they had nausea, felt sick and were vomiting. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.